Event description:
It was reported that the patient underwent a revision surgery because the reservoir component of the inflatable penile prosthesis (ipp) was palpable and bothersome to the patient. The patient experienced this issue because they had lost a significant amount of weight. The physician made a right inguinal incision, removed the old reservoir while rubber shoeing it to keep the system intact, and then placed a new reservoir in the submuscular space. The new reservoir was filled with 100 cc of normal saline and connected to the quick connectors of a replacement pre-connected cylinders and pump. The replacement ipp system was confirmed to be fully functional. The surgery was successfully completed without any patient complications. The patient was reported to be doing well after the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.